Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose levels and that the tubing of the infusion set had a leak. The customer's insulin pump had fallen off after the belt clip broke, causing the tubing to crack and insulin to leak. The customer subsequently felt sick and experienced frequent urination. The customer's blood glucose was over 600 mg/dl. The customer treated the high blood glucose with a manual injection. The customer changed the infusion set and successfully resolved the issue. The customer mentioned that she had received no delivery alarms in the past during a bolus. The customer declined troubleshooting at the time of the call. The customer also declined a replacement infusion set. The customer confirmed the issue did not result in a serious injury or hospitalization. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.